Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached. Evaluation revealed that the detached embolization coil was stuck distal to the ovalized portion of non-penumbra microcatheter. If the embolization coil is retracted against resistance, it may become detached from the pusher assembly. The ovalization on the non-penumbra catheter likely contributed to the resistance and subsequent detachment of the embolization coil within the non-penumbra microcatheter during the procedure. The ruby coil lp pusher assembly was not returned for evaluation. Therefore, the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an internal gluteal pseudoaneurysm using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp through the microcatheter, the ruby coil lp unintentionally detached within the microcatheter. Therefore, the microcatheter containing the ruby coil lp was removed. The procedure was completed using a new non-penumbra microcatheter and gel foam. There was no report of an adverse effect to the patient.